Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor experienced intermittent signal loss, leading the user to replace the sensor and pair a new one, with pairing and warm-up completed under guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the affected device components associated with electrical/magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.